Event description:
It was reported that the error message "ap shifted, contact arrow customer services" appeared on screen. Five (5) hours later, there was an alarm "no ap available." The curve no longer appeared on screen. There were no pt complications reported.